Event description:
The representative reported the surgical wound never completely healed following the pump replacement procedure; fluids continued to drain from the site. Additional information was requested from the physician. The hcp reported the patient does not have meningitis and perioperative antibiotics had been administered. The drug used in the pump was morphine and the date of the last refill in 2007; the patient did not experience drug withdrawal. The patient's symptoms included drainage and incisional wound opening. The primary location of the infection was the device pocket and a culture obtained from that location was positive for mrsa. The patient received oral antibiotics and the infection has resolved.